Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's leads migrated and that rep tried to reprogram the stimulation but could not obtain good coverage. A revision surgery was being planned to resolve the issue. Impedances were within normal limits. No further complications were reported.